Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the pancreaticobiliary during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon popped. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a0402 captures the reportable event of balloon burst.